Manufacturer narrative:
The battery was tested; it had a power rating that was below the 1300 watt passing level. Therefore, the likely cause for the reported event is the use of a battery that did not meet power level specifications. Zoll battery maintenance program indicates that each battery should be test-cycled a minimum of once a month to maintain optimal performance and should be removed from the platform at the end of each shift to avoid loss of power. This battery (serial# (B)(4)) was not maintained properly. There were gaps between required test cycles. Furthermore, archive file indicated that there were times when the battery was left in the platform, which causes the battery to drain and shortens the battery's run time. Moreover, the archive file recorded instances where batteries were pulled out of the platform before it was shut down. This practice, when done on a regular basis, can damage the power supply, which in turn can reduce battery run time. Based on this evaluation, the likely cause for the reported event is the use of a battery that was not properly maintained and/or fully charged. Information concerning the condition of the patient was not provided.

Event description:
It was reported that during use on a patient with full arrest, the board stopped working without any warning. A second and third battery was used with the same result. Customer indicated that during charging, the battery charger's green light had come on and that the batteries were maintained according to zoll guidelines.